Event description:
In 2003. The pt reportedly was seen at the center for initial stimulation. The pt did not respond during programming session. Programming adjustments were made. The next day the pt was re-evaluated and the problem was not resolved. The surgeon requested CT scan and scheduled revision surgery. Two weeks later, during revision surgery, the electrode array was reinserted into the cochlea. The device remains implanted.